Event description:
Dual lumen uvc catheter "snapped" (broke off) right below the "y" juncture. Nurse clamped the catheter with hemostats preventing blood loss. Dr/nnp notified, catheter removed. Unable to obtain peripheral IV access.